Event description:
Patient has suffered multiple dislocations since thr. Hip is stable under most conditions; under anesthesia, patient has 45 degrees on internal rotation and flexion without dislocation; 60 degrees of external rotation with extension is necessary for anterior dislocation. Patient has had both anterior (while sitting) and posterior (while standing) dislocations, the mechanism for which is unclear. Acetabular component replaced.